Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Patient was revised due to infection. Doi: unknown dor: (B)(6) 2020 right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot product/lot information is not available.